Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable at the distal clevis hub was broken. The cable segment stuck out at the instrument's wrist. The distal clevis hub did not exhibit any wear. The other cables at the instrument's wrist were intact and undamaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure, the wire on the large suturecut needle driver instrument separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.